Event description:
Customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. It was not known when the foreign material adhered to the endoscope. There was no delay in the start of precleaning. The air/water nozzle was flushed with water and air. No abnormalities in the accessories used in reprocessing. The nozzle was wiped/brushed with a clean lint-free cloth/brush/sponge. The air/water nozzle was flushed with detergent.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material could not be determined. Identification of the material was inconclusive. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: no electrical continuity due to corrosion on distal end, due to wear of angle wire, bending angle in up direction and the play of the up/down knob does not meet specifications, adhesive on the bending section has a chip, crack and is detached, ultrasonic transducer has corrosion, image guide protector has a scratch, protector of universal cord on control section side has a scratch, switch button 2 has a scratch, light guide cover glass has a scratch, and acoustic lens is damaged. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.

Event description:
The customer reported to olympus that the duodenofiberscope for ultrasonic survey had leakage, due to a pinhole on the channel tube, water tightness is lost. During inspection and evaluation, foreign objects came from the forceps channel. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.